Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose in the mid 50 mg/dl. It was also reported that customer was not able to log on to carelink and also had problems with serter customer declined to be transferred to helpline.